Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) and contour® next test strips (lot # 4lheg03a) for evaluation. No control solution was returned. An in-house testing was performed with the returned meter, returned test strips and in-house contour® next control solution (lot # 5bv2g38) in five replicates. All tests recovered within the expected control range of 111 mg/dl to 139 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.

Event description:
The customer reported that he performed a control test with the contour® next gen meter and obtained a reading of 176 mg/dl at 9:38 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.